Event description:
It was reported that the patient underwent a spinal procedure to implant posterior fixation at l2/3. One of the break-off plugs reportedly backed out post op. The patient was symptomatic. No revision surgery is planned at this time.

Manufacturer narrative:
(B) (4). Product remains implanted, product return is not possible. The film of applicable imaging studies were returned to the manufacturer for evaluation either. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 7540000, 510k #k031655 was cleared in the united states.